Event description:
It was reported that the patient was asymptomatic. It was noted that non cardiac signals were observed on a leadless electrocardiogram vector on the implantable cardioverter defibrillator (ICD). The signal was not present on the pace/sense or discrimination channel. No changes were made. The patient was stable.